Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
The appoximation as only the year was made known to us.

Event description:
It was reported that patient underwent a left hip revision surgery with exchange of acetabular liner and femoral head due to wear of acetabular poly liner.